Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
It was reported that an unknown zimmer implant fractured. The item information is unknown because the patient is inherited. The device remains implanted and the patient wishes to bury the implant.